Manufacturer narrative:
A visual inspection of the returned device did not reveal any damage to the device. The pins were not bent and the insulation was intact. The device was subjected to in-line inspection and electrical testing. The device passed all inspections and testing. Since the device passed all physical and electrical testing, it is likely the error occurred due to an outside influence. A review of the device history record indicates the device passed all testing and inspections prior to release from stryker sustainability solutions.

Event description:
It was reported that during an ablation procedure the ablation cable caused the catheter to have the appearance of moving when the catheter was stationary. No patient injury was reported by the user facility.